Event description:
Updating glucagon treatment to glucose/carbohydrate treatment for hypoglycemia in h6 section with this report as glucagon does not come in tablet form but glucose does. Updated summary: the low was treated with glucose tablets. Glucagon was not used. Customer declined troubleshooting for the low. Customer also reported having a high blood glucose of 241mg/dl. The high was treated with the pump. Customer declined further troubleshooting for the high. Customer also reported having a change sensor alert. It is unknown if pump was used within 48 hours of the low. It was unknown if smartguard was used at the time of the low. Pump was used within 48 hours of the high. It was unknown if smartguard was used at the time of the high. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and hypoglycemia treated with insulin pump (subcutaneous insulin infusion), glucagon. The customer reported blood glucose value of 60 mg/dl. The event involved product(s) mmt-342, mmt-7040a, mmt-431a, mmt-1884. Troubleshooting was partially performed. Customer was using the insulin pump system within 48 hours of the reported event. It was unknown whether the customer used the smartguard/auto mode of the insulin pump. No further patient complications were reported. No product return is required for mmt-342, mmt-7040a, mmt-431a and mmt-1884.